Manufacturer narrative:
The reagent lot number is 86006901 and the expiration date is 31-may-2026. Calibration was last performed on (B)(6) 2025. The alarm trace showed several aspiration alarms in the days leading up to the event. The field service engineer (fse) found that the sample probe was clotted with sample tube gel. The fse replaced the probe and checked the alignments and wash. Precision testing, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 2 patient samples on a cobas c 503 analytical unit. The customer was prompted to repeat samples as the initial results were critically low. For sample 1, the initial result was 15 mg/dl with flag. The sample was repeated on a second c503 analyzer and the result was 69 mg/dl. For sample 2, the initial result was 56.4 mg/dl. The sample was repeated on a third c503 analyzer and the result was 84.5 mg/dl. The repeat results were deemed correct.